Event description:
It was reported that during a lead replacement procedure on (B)(6) 2022, the contacts from the fractured s1 lead would not come out of the sacrum. Physician attempted to remove them, but they were stuck and were left in the patient. Lead was explanted and replaced. Patient has no adverse health effects and has effective therapy. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.